Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. During the explant attempt, the lead made creaking noises which signified internal fracture. The lead was capped instead and replaced. No patient complications have been reported as a result of this event.